Event description:
Caller reported that the pump's battery was not charging. There was no reported adverse impact on the customer's blood glucose level. Customer service instructed the caller to try different outlets and charging methods, but the issue persisted. The customer was sent a replacement pump and the customer continued to use the pump for insulin therapy in the meanwhile.